Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen. There was blood and contrast in the loosely folded balloon and in the inflation lumen, consistent with a rupture while in the patient anatomy. There were multiple kinks and bends noted to the catheter. Since this damage was not reported in the incident information, the kinks and bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported rupture. A new indeflator, filled with water, was used in an attempt to inflate the balloon, when fluid was observed leaking from a pinhole rupture at the distal end of the proximal marker, confirming the reported rupture. There were scratch marks extending distal and proximal of the pinhole for a total length of 1.5 mm. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the chronically occluded lesion, such that the balloon ruptured upon inflation below the rated burst pressure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. The reported balloon rupture appears to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that the balloon ruptured during use in the patient to treat a chronically occluded lesion located in the right coronary artery. The physician drew negative pressure twice and then tried to inflate the balloon; however, the balloon ruptured. The pressure for which the balloon ruptured was unknown because the site had just begun to inflate it when it ruptured so they felt it ruptured at a very low pressure. The device was withdrawn from the patient anatomy without further incident. Another trek was used successfully to complete the procedure. No additional event or patient information was provided.